Event description:
It was reported to baxter (B)(4) that a multirate infusor device overinfused a patient with ropivacaine hydrochloride hydrate. The device infused an unknown patient with 100ml of ropivacaine hydrochloride hydrate in a shorter time then was expected by the customer. There was no report of patient injury or medical intervention. No additional information is available at this time.

Manufacturer narrative:
(B)(4). Per the customer, the device is available for evaluation; however, the device has not yet been received by baxter. A follow-up report will be submitted should the device be received and evaluated or if additional information becomes available.

Manufacturer narrative:
(B)(4). Additional information: device evaluation: the device was received by baxter for evaluation. A visual examination and functional tests were performed. The reported condition of an overinfusion could not be confirmed, and the root cause could not be determined. This device is a single use device and was discarded.

Event description:
The facility representative reported a colleague infusion pump with a depleted battery. This reported condition was identified during bio-med testing. There was no report of patient injury or medical intervention necessary. No additional information is available. During baxter quality engineering review of the event history on july 28, 2010, it was determined that the reported condition occurred during delivery.